Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the blood simply runs out.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of "slow backflow" or leakage could not be confirmed from the representative 18g insyte autoguard bc units that were provided for investigation. A functional test revealed no flashback issues and the blood escape time was within specification. The "recoil is very slow" was confirmed from the physical samples that were provided for investigation. When retracting the needles, variable retraction times were detected. A functional test showed that the needle retraction time of one unit exceeded the specification. A slow retraction may cause the needle to get caught in the septum and result in leakage beyond the septum during use so the complaint of needle retraction slow was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported slow retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. The appropriate manufacturing personnel have been notified. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.